Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. The origin of the leak was identified to be on the bottom edge of the cassette opposite the tubing. There were no other reported leaks in the tubing or solution bags. Prophylactic antibiotics were administered as a precaution and the patient did not have any adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.